Event description:
The facility representative reported a flogard infusion pump that does not function. It is unknown when this condition occurred in the emergency room department. Upon further evaluation, baxter quality engineering has determined the reported condition to be a sensor board issue. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "does not function" was confirmed during device evaluation. The cause of the problem was determined to be a defective sensor board due to condensation inside the unit. The device was returned unrepaired due to an obsolete part. Should additional information become available, a follow-up MDR will be submitted.